Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va10qz5, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins). It was reported the product was removed due to lead being placed incorrectly; the lead was completely removed. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.